Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the evening of (B)(6) 2012 the patient experienced a blood glucose (bg) reading of "hi" (>600 mg/dl) after a site/set change. The reporter noted that the patient was fatigued, irritable, and hungry, and that the pt experienced increased thirst and frequent urination. The patient reportedly bolused multiple times with the pump to attempt to correct the elevated bg, and then noticed that the cartridge cap was crooked. The patient reportedly secured the cap appropriately during the night and the morning of (B)(6) 2012 the patient's bg was reportedly 111 mg/dl. The pump was not available for complete troubleshooting at the time of the call to animas customer support. The pump is not being returned at this time and the patient continued insulin pump therapy. Customer support determined that the cartridge cap not being secured properly after the site/set changed was a cause or contributor to the reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the black box shows multiple instances of time and date resetting to default following a por. Dates in total daily dose history are incongruent. Daily insulin delivery totals appear inconsistent due to time/date issue. No data in black box or download histories from time of reported issue due to continued use. There was no damage found to the cartridge cap or cartridge compartment. Cartridge cap was able to attach securely to pump. Pump passed 29 hour flow accuracy test and was found to be delivering within required specifications. Unable to obtain audible reading for step 8 due to keypad issue. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.